Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient experienced an increase in pump stop events, some being associated with low voltage hazard alarms. The patient was noted to have a history short to shield with subsequent driveline splice since (B)(6) 2024 that progressed to short to short. Patient had also been persistently experiencing low flow and low speed advisory alarms, with the subsequent pump off alarms, related to their history of short-to-short. They have also experienced an increase in no external power alarms. Log files were submitted for review and captured low battery hazard events associated with phase-to-phase shorting events. During most of the events the log file recorded sudden voltage reductions on both power leads followed by the return of voltage on both power leads. The system controller was exchanged without any issues. Additional log files were submitted for review and contained no unusual events. Later that day the patient experienced one pump off and low flow alarm lasting about 3 seconds.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log file confirmed the reported pump stop events and associated alarms. Although a specific cause could not be conclusively determined as no product was returned for evaluation, based on previous complaint history, the atypical pump operation captured in the submitted log files appeared to be consistent with potential driveline wire compromise. The submitted log files collectively contained events and data from (B)(6) 2024 through (B)(6) 2025. Low speed and pump stop events were captured on (B)(6) 2025, (B)(6) 2025, and (B)(6) 2025 while the system was powered by 14 volt batteries as well as the power module. These events were associated with low-speed hazard, low flow hazard, power cable disconnect, low battery hazard, no external power, and yellow wrench advisory alarms. No other notable events or alarms were captured. It was reported that the patient was experiencing an increased frequency of pump stop events. The account did not find any visual damage when inspecting the patient¿s 14 volt batteries and battery clips. Both the batteries and the battery clips were cleaned. It was also communicated that the patient has a history of short-to-shield that progressed into short-to-short driveline wire compromised which was addressed under MFR 2916596-2024-07455 and MFR 2916596-2025-00783. It was reported that the patient received a system controller exchange that went well with the pump restarting without issue. The account also communicated that they performed a self-test on the patient¿s old system controller, which completed without issue. Following the system controller exchange, the patient reportedly experienced an additional pump stop and low flow alarm that lasted approximately 3 seconds. It was highlighted that a no external power alarm was not associated with this pump stop. The account plans to monitor the patient as an outpatient. Multiple attempts were made to obtain additional information regarding the reported; however, to date, no further information has been provided by the account. The patient remains ongoing on heartmate ii left ventricular assist device (lvas), serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate ii lvas IFU, rev. A, and the heartmate ii lvas patient handbook, rev. A are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These sections also address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. The IFU and patient handbook instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. Section 5 of the patient handbook and section 7 of the IFU outline system controller alarms, as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.